Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's old symptoms returned. They changed the batteries in the controller and was able to reset the device.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type :programmer, patient.

Event description:
A patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor reported an issue with the patient programmer (pp). The patient stated that the pp would not power up. The patient was advised to try changing the batteries in the pp and the patient stated that he did see the "pp batteries depleted" warning screen. The patient did not have fresh batteries at the time of the call, but would call back when he did have batteries. The patient also reported that he does not think that his ins is working because he does not feel stimulation. According to the patient he normally feels it "a little." The patient also stated that he has had a sudden return of bowel symptoms which were described as "noise in his lower bowel" and the symptoms were like what he had before he got the device. Due to the pp issue troubleshooting could not be done at the time of the call and the patient was advised to follow-up with his healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.